Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system's circuit boards and connections were cleaned and reseated. The system's software and software nodes were re-installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.